Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, a flap piece broke off inside the trocar. Another trocar was used to complete the case. There was no patient injury.